Event description:
It was reported that a drill bit broke off and remained stuck in a drill attachment. No pt or user injuries were reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A follow-up report will be submitted if the investigation requires.